Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 80 to 200mg/dl. Customer treated with pump. Troubleshooting found that the pump was functioning as designed but customer was unable to complete troubleshooting. Customer indicated that the tubong has been kinked previously near the reservoir. Customer will call back for further troubleshooting.